Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, on initial inflation at 16 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.